Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. The measured current drain was not as expected. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
Upon further analysis, engineers determined the issue was not with the battery itself, rather an anomaly within the device's internal circuitry. Engineers noted this type of anomaly would not cause a high current to occur within the device. Final analysis was unable to determine the cause for the premature battery depletion as the device functioned normally during testing.

Event description:
Additional information became available that during a recent interrogation of this device a yellow warning popped up on the programmer with an error code of fc 1003 - stating the voltage is to low for remaining capacity. The device also continued to show noise which resulted in inappropriate anti-tachycardia pacing (atp) occurring at random times of the day. All other measurements are within normal range. Boston scientific technical services (ts) was consulted and suggested a memory save to disk be performed and sent in for analysis. The disk was sent in and showed a low voltage fault, the device appears to have irregular periods of rapid discharge, and the battery voltage is dropping very fast and is near elective replacement indicator (eri) levels. Ts suggested that based on the current rate of voltage drop, it appears that the device should be able to support therapy functions for more than a week. However, it is recommended that the unit be replaced as soon as possible due to the irregular behavior of the depletion. The device has since been explanted and successfully replaced. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that this patient experienced several episodes of noise which led to pauses in pacing for greater than 2 seconds. The noise episode caused some inappropriate episodes of anti tachycardia pacing (atp) and all had occurred in the middle of the night. It is believed that the patient snoring while sleeping might be the cause of the noise. All lead diagnostics are normal and the device remains implanted at this time.